Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as no manufacture date is available at present.

Event description:
It was reported that: "yellow cap on biopsy needle broke off during procedure." Additional information that was received on 06jun2024: "during pelvic bone biopsy plastic cap on bone access needle set disconnected from hub, leaving shaft of instrument lodged in patient bone. The portion of the needle was left in the patient and they are reported to be fine."

Manufacturer narrative:
Qn#(B)(4). UDI #:(B)(4). Oncontrol (access cannula and biopsy cannula) units were returned to teleflex for evaluation. Blood particulates were noted on the units. The units were decontaminated and inspected. The shaft of the access cannula was observed to be bent. The hub of the biopsy cannula was damaged and separated from the shaft. Shaft material was observed to be within the hub. The separated shaft returned was severely damaged and observed to 6.2 cm in length. Per subassembly, the length of the shaft is 5.783 inches+/- .010 (14.7 cm). Therefore approximately 8.5 cm of shaft was observed to missing. The returned shaft was crimped and severely damaged. A DHR review was completed for lot 73640660 and no issues or nonconformities were noted. Case details were reviewed. The additional information received indicates that the procedure was blb for prostate cancer. The bone site was anterior superior iliac spine. No excessive force or torque was applied when accessing the bone lesion sample. Based on the returned product, the cannula was subjected to excessive stress. The material within the hub appeared to be twisted and deformed. The access cannula was also bent indicative of shaft subjected to stress. The damages noted on the returned cannula is likely to have occurred during removal. The IFU states the following: do not apply excessive force to driver/ needle set. A manufacturing record review was completed for lot 73640660 and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "yellow cap on biopsy needle broke off during procedure." Additional information that was received on 2024: "during pelvic bone biopsy plastic cap on bone access needle set disconnected from hub, leaving shaft of instrument lodged in patient bone. The portion of the needle was left in the patient and they are reported to be fine."